Event description:
It was reported that high impedance was seen that day for the patient. It was noted that patient has experienced an increase in seizures; an increase in the number of crisis. The patient underwent pharmacology adjustments a few days ago and presented with hemophilia. It was noted that the patient¿s dog is very playful and a few weeks ago they realized that the dog gets on the neck of the patient to wake him up. The physician lowered the patient¿s dose of lamictal from 350mg to 300mg per day giving in 2 doses, but the patient started to have tonic-clonic seizures. Therefore, two weeks ago, the physician returned to the initial dose. A copy of the patient¿s x-rays were received for review. Generator placement appeared normal. There are no obvious lead breaks identified in the visible lead portion. There is a portion of the lead behind the generator that is unable to be assessed. The lead pin appears to be fully inserted into the generator header. The feedthru wires are intact and the lead pin wires were intact at the lead pin. The electrodes appear to be inline on the patient¿s nerve. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.